Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the clinic, the patient experienced a tissue overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2023, in order to perform an explant and remove the abutment.